Manufacturer narrative:
The pod was received with the cannula assembly fully deployed. A bend in the cannula was observed. Fluid was able to pass through. No issues were found that would indicate the pod was not delivering insulin. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: ust400. 14421-aw rev h 01/16. Checking your blood glucose 7 / page 96. Warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
The patient reported that her blood glucose reached 286mg/dl while wearing the pod on her leg for between 4 and 24 hours. Treatment included trying to bolus, she did not eat. The patient's blood glucose and insulin history is as follows: (B)(6). The device was returned for evaluation.